Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that the positive displacement connector that was connected to a nonbd product was noted to have leaked at the catheter site. This occurred since the device did not automatically seal when disconnected from the IV tubing/syringe as expected. Although requested, there was no report of harm.